Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was admitted to the hospital with more than 70% stenosis in the mid left circumflex coronary artery (lcx). The lesion was pre-dilated to prepare the lesion. The physician then took the 2.5x18 mm xience prime stent delivery system (sds) to the lesion and deployed it covering the lesion. The physician then fully deflated the sds to withdraw it from the patient's body. The sds however, got stuck on the deployed stent and was difficult to pull back. The physician needed to forcibly pull the sds to withdraw it from the body. The sds was withdrawn as a whole from the patient and it was ensured that no part was left behind in the anatomy. The case was a simple anatomy with no tortuosity and moderate calcification. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the xience prime coronary stent electronic instructions for use states if resistance is encountered during removal, use the following steps to improve balloon rewrap. Re-inflate the balloon up to nominal pressure. Repeat steps 1 through 5 above to withdrawal of the stent delivery catheter from the deployed stent. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling.